Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: bard aspiration catheter (8f outer diameter); sheath: cordis 8f sheath. (B)(4) - excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. The difficult to position could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted that the absolute pro peripheral self expanding stent system instructions for use states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. There is no indication to suggest a product quality deficiency.

Event description:
It was reported that the target lesion was located in the popliteal artery. An 8 french non-abbott sheath was placed. As the target lesion was very thrombotic, it was aspirated with a non-abbott aspiration catheter (8 french outer diameter, inner diameter unspecified). The aspiration of the thrombotic material was successful. The physician decided to keep the aspiration catheter in place and started to insert the absolute pro stent delivery system (sds) into the non-abbott aspiration catheter. Resistance was felt between the absolute pro sds and the aspiration catheter. Force was applied and the retractable sheath of the absolute pro sds became pushed back from the entrance of the aspiration catheter (proximal end of aspiration catheter outside the patient anatomy). The absolute pro stent therefore became deployed before entering the inner lumen of the aspiration catheter. The absolute pro did not enter the patient anatomy. It was retracted with the stent implant still on it, and was removed without any issues. Then the aspiration catheter was also removed and a new absolute pro (same size) was used to treat the lesion successfully. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.